Event description:
It was reported that upon initial interrogation there was a message stating that the device was at eri (elective replacement indicator) and that there was a full electrical reset. No date was provided for either. The device was not pacing, there was no magnet response, and the device could not be interrogated. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.